Event description:
Ventilator malfunction, probably over several hours, continued to show patient's tidal volume, did not alarm, patient's peak pressure went to 58, breathing labored. Stat arterial blood gas analysis showed co2 increase to 73ph of 7.22 po2 100. Standard intervention for high peak pressure was carried out. Switched out ventilator patient immediately improved peak pressures and distress.